Manufacturer narrative:
Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of liva nova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective hds board. The hds board was replaced no resolve the issue and no further failures were reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the c5 system unexpectedly displayed a pressure alarm on both channels during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the c5 system unexpectedly displayed a pressure alarm on both channels during a procedure. There was no report of pt injury.